Manufacturer narrative:
This event occurred outside the us where the similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is the same brand family as a device marketed in the u.s. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion.

Event description:
It was reported that the device reached elective replacement indicator (eri) and premature battery depletion was suspected. The device was explanted and replaced. No patient complications were reported as a result of this event.